Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, they were contacted by a patient who experienced skin irritation at sensor insertion site on (B)(6) 2014. The international distributor reported on behalf of the patient that the patient sought medical intervention on (B)(6) 2014. The international distributor reported that the patient was given cortisone. Against user guide recommendations, patient had inserted sensor in arm. No further medical intervention was necessary.